Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call that the customer was hospitalized for low blood glucose. The customer's mother stated the meter's reading was incorrect, casuing the customer to have low blood glucose and a seizure. The customer's blood glucose was unknown at the time of hospitalization. The customer's mother declined to return the insulin pump for analysis.